Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up after an implant procedure. Upon interrogation, it was noted that the right atrial lead was failing to capture and exhibited a high pacing impedance. Programming changes were made. The patient was in stable condition.